Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit cuff was torn while the trach was in the patient. The cuff was deflated and a passy-muir valve was placed on the trach. When the patient would breathe, the cuff would re-inflate, obstructing the airway. The patient was extubated.